Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 196 mg/dl. Customer stated that she sees condensation under the lcd screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer has an older pump and mentioned that it had an external ram error when she inserted a battery. Customer wanted to use the pump as a back-up. No further assistance needed.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement test and self-test. The insulin pump was monitored and functioned properly. No alarms noted. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.